Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the atrial pacing events were frequently larger than normal on the ventricular sense amp and discrimination channels. The patient was brought in clinic. Further investigation noted ventricular oversensing episodes on the implantable cardioverter-defibrillator. These episodes were caused by p-waves falling into the post-ventricular atrial refractory period (pvarp), which led to atrial blanking and during the blanking, an intrinsic beat occurred. No changes were made. The patient was stable and would be monitored.